Event description:
It was reported that a malfunction with code "malf 12" occurred. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset the pump, and the issue did not recur after this action. Customer was advised to continue using the pump and to contact support if the issue reappears.